Event description:
It was reported that a signal loss over one hour occurred for the g6 receiver. However, data for the g6 android application was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and application were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).